Manufacturer narrative:
Additional information: concomitant medical products. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and dso seal bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. According to the investigation the customer's reported problem could not be duplicate and the reported problem was potentially from loss of power while running. The pump history showed low battery on power up potentially causing all error instances, as well as the initial loss of power while running. The pump passed battery testing. However, according to the investigation ui errors is typically from loss of power not motor sense errors. The main pcb was replaced as preventive action. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 45630. No adverse effects were reported.